Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. It was reported that the power supply was adjusted and the imaging system was found to be operational. However, the representative did not confirm complete resolution to the reported issue. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a procedure, the imaging system beeped following a lateral image acquisition and the site was unable to perform an ap image acquisition. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the viewing station for the imaging system was replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional.